Event description:
Event verbatim [preferred term] burned her back/she has blisters [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reported for grandmother. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for back pain. The patient medical history and concomitant medications were not reported. The consumer purchased the wrap for back pain for grandmother (the patient). Burned her back and she had blisters now. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] burned her back/she has blisters [burns second degree] , . Case narrative:this is a spontaneous report from a contactable consumer reported for grandmother. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for back pain. The patient medical history and concomitant medications were not reported. The consumer purchased the wrap for back pain for grandmother (the patient). Burned her back and she had blisters now. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. According to product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.follow-up (31may2019): new information received from a product quality complaint group included: investigation results.company clinical evaluation commentbased on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batchreference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case.product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.